Event description:
It was reported that the insertion spigot from exeter stem did not fit on the old style introducer. Another implant was opened to get another one.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the insertion spigot from exeter stem did not fit on the old style introducer. Another implant was opened to get another one.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Visual inspection confirmed that the lugs of the spigot are bent. Functional test: functional tests were performed by using an exeter stem introducer. It was found that, even if the spigot is bent, the instrument can fit to the spigot and the stem fit to the instrument. There was no patient involvement. The investigation concluded that the root cause of this event was due to a manufacturing issue with the spigot supplier to lisi. A nc record has been raised to investigate. The reported event regarding damage involving an exeter spigot protector was confirmed.